Event description:
Pt underwent uneventful icl surgery (B)(6) 2014 ou. Patient presented eight days post-op with cells and flare os. Patient stated vision would be blurry first thing in the morning but would clear. Increased steroid and antibiotic. Referred to retinal surgeon (B)(6) 2014 because symptoms were not resolving. Retinal surgeon cultured os and injected antibiotic and steroid os. No growth at 48 and 72 hours. Va continued to be 20/20 os at all visits. On (B)(6) 2014 patient presented complaining of pain and significant decrease in vision os. Pressure was 45 os. Patient diagnosed with angle closure event. Pilo gtts x 2, 250mg x2 diamox tabs po given, pi enlarged. Patient stayed at the center, pressure dropped, cornea began to clear. Patient was discharged when stable. Recheck next day, va 20/25 os, pain gone. Pt doing well. Surgeon spoke with medical monitor for staar. Arranged by (B)(6) (staar) (B)(6) 2014. Reference MFR number 2023826-2014-00828.